Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rf (radio frequency) head would not interrogate devices during clinic checks. Would occasionally get a green light, but would flicker away. Paper was put underneath connection with programmer and green lights returned for a few seconds, but vanished again. New programming head was placed on programmer with normal function. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device would not interrogate and failed uplink testing due to the cable being out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.